Manufacturer narrative:
As a result of an internal audit, this report is being submitted. Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196.

Event description:
Literature reference: c hamani, et al. "Deep brain stimulation for chronic neuropathic pain: long-term outcome and the incidence of insertional effect. Pain. 2006 (125) p188-196. The article is a retrospective analysis of long-term results of deep brain stimulation (dbs) for the treatment of neuropathic pain on 21 patients. One pt had two consecutive infections requiring partial removal of the dbs sys and reimplantation after the infection cleared.